Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported graphical user interface (gui) nov ram error code. The cse upgraded the ventilator from a 9.4 inch to a 10.4 inch screen display and installed the current software revision. The device passed all performance testing according to manufacturer specifications.

Event description:
Covidien received info stating that an 840 ventilator had an inoperable graphical user interface (gui) display. Pt involvement at the time of the event is unk.